Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was received with moisture damage on the motor and battery tube assembly. Analysis was unable to verify history check failed alarm, no button response and unexpected numbers scrolling and ramping due to blank display.

Event description:
The customer reported via phone call that they were having keypad issues. The customer reported that the screen was foggy. The customer reported that they received history check failed alarm. The customer's blood glucose was 161 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that there was fluid under the lcd display. The customer stated that numbers were ramping on their own. The customer stated that the scroll bar was moving without input. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.